Event description:
Received info stating that customer received an altitude alarm during basal. Customer was by the pool and the pump had gotten wet. Reportedly, the customer's blood glucose level was slightly impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.